Event description:
It was reported that this right atrial (ra) lead was suspected to exhibit undersensing during an atrial tachy response (atr) episode. Additionally, boston scientific technical services (ts) noted potential oversensing in the atrium. The health care professional (hcp) stated this has been a known issue. No adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).